Event description:
Event description cpi received information that interrogation of this implantable cardioverter defibrillator (ICD) indicated the ICD had experienced a reset and may not be capable of delivering therapy. The physician explanted the ICD.